Event description:
Freestyle blood glucose monitoring strips from lot number 0605418 have a 20% failure rate. That is 20 strips out of a box of 100 failed to produce a reading. The pt contacted abbott's customer support center and verified that the meter was being used correctly.